Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (.420 mg/day, 1 mg/ml) via an implantable infusion pump for the treatment of non-malignant pain. The patient had medical history of chronic pain syndrome. It was reported that the expected reservoir volume (erv) was approximately 8 ml while the healthcare provider (hcp) extracted around 18 ml of drug. The patient was complaining of a lack of pain relief. The event date was (B)(6) 2018. If any environmental/external/patient factors may have led or contributed to the issue was unknown. Dye study was performed in the office and the result was unknown at the time of the report. The issue was not resolved and patient status was alive with no injury at the time of the report. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the hcp was unable to aspirate or use dye. The cause of catheter issue was undetermined. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative. The patient was receiving morphine (6.2 mcg/day, 1000 mcg/ml) via implantable infusion pump.the patient had medical history of degenerative disc disease and chronic low back pain. It was reported that the patient stated 1 week to 10 days prior to second refill, patient's pain returned to back area and there was a discrepancy with reservoir volume. There was no environmental/external/patient factors that have led or contributed to the issue. An healthcare provider (hcp) tried to do dye study in office and did not find an issue. He set pump to minimum rate and provided oral medication for supplementation of patient¿s breakthrough pain and recommended patient to have a possible revision. The patient had an open dye/ rotor study on (B)(6) 2018. When the healthcare provider (hcp) removed the pump from pump pocket, the catheter was very twisted and a possible kink was noted which was suspected to be the cause of patient¿s therapy issue. The patient untwisted the catheter, aspirated 2cc easily, pushed dye and noted no leakage from the catheter, confirmed the catheter in intrathecal space and also checked the pump functioning well with a successful rotor study. No revision was needed. The hcp then reanchored the pump. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.